Event description:
The customer reported experiencing multiple occlusion events and usually resolved them by using a correction injection, changing the infusion set, or handling troubleshooting independently before resuming insulin. The customer's blood glucose level was 546 mg/dl. Elevated blood glucose was addressed with a manual dose injection. Reportedly, the customer reverted to manual dose injection for insulin therapy.